Event description:
It was reported that the customer visited the urgent care with a blood glucose (bg) level of 470 mg/dl. Cause was unknown. The customer changed their infusion set and cartridge to address their bg, and medical professionals performed blood work, tested for ketones, and did not administer insulin or intravenous therapy; treatment resolved the issue without causing permanent damage, and the customer was released from the urgent care on the same day. System check with tandem technical support confirmed the pump was functioning as intended.